Event description:
Customer reported a 24-hour infusion of chemo completed in 30 hours. No details regarding event, all information at this time is anecdotal as there are no written reports of any events. No pt harm reported and no medical intervention required.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The customer stated that the product would not be returned at this time. The device has been sequestered.